Event description:
It was reported that the right ventricular lead threshold had risen over the last two years and is now high. The device was initially reprogrammed to unipolar until the lead could be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2001. (B)(4).